Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8 fr angioseal vip device wa for product evaluation. The arteriotomy locator and hemostasis sheath were returned along with the carrier tube assembly and tamper tube. No other components were returned for evaluation. The carrier tube assembly and sheath were returned mated. There was bloodlike substance found on all the components. There was no sign of damage or deformation observed on the any of the components. The device sleeve was in full rear lock position with the color bands exposed. The end of the suture appeared to be cut with a sharp object. No other visual anomalies were noted. The device is consistent with proper deployment. Based on the evaluation performed, the exact root cause cannot be determined. The device was consistent with proper deployment and no issues found that could have led to the alleged issue. Based on the available information, the likely cause for the alleged failure could multiple sticks while gaining access to the arteriotomy. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a patient had to have a neuro-embolisation, therefore the patient had a high percentage of anti-coagulants. The doctor took out the angio-seal device and prepped as per usual and inserted the 8f angio-seal into the patient's common femoral artery (cfa). The doctor said he appeared to have haemostasis and then a few minutes later a hematoma developed, which bled. The doctor then decided to use a femstop which was applied, and hemostasis occurred. There was no harm to patient as hemostasis eventually occurred. Additional information was received on 12october2021:there were difficulties with arterial access, sheath, guidewire, or catheter insertion. It was multiple attempts (three times) under ultrasound guidance. Pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Bleeding was less than 250cc's. There was no other equipment or used with the above product. The sheath was removed over wire and the angio-seal was inserted. The patient was in stable condition. The patient does not have a history of a bleeding disorder. Multiple sticks were performed to gain arterial access. Puncture site not considered a high stick, above the inguinal ligament or the inferior epigastric artery, not according to vascular radiologist review. Testing performed to diagnose the bleeding was cat scan (CT) then theatre. Type of intervention performed, was a site fine after procedure for 5 minutes, a sudden onset of a hematoma, manual pressure, a femstop and then taken to theatre surgical repair.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.